Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for spinal pain patient reported that they were worried about the stimulator not having any electric charge and the device not being able to come on since october. Patient wanted to know the next step and foundation care advised to follow up with heath care provider about the device. Patient understood. No symptoms reported and no further complications noted or anticipated